Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, triggering a lead safety switch. Noise and oversensing were observed. A chest xray was performed in which technical services (ts) noted it looked as though the ra lead was not fully inserted into the device header. The rep noted the patient had a previous fainting spell where they passed out. The configuration was reprogrammed to unipolar and the ra impedance measurements were back within normal range. Noise was observed in this configuration. The noise was re-creatable in the clinic with crossed arms, indicating myopotential noise. The patient was not pacemaker dependent at that time. The physician is continuing to monitor. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, triggering a lead safety switch. Noise and oversensing were observed. A chest xray was performed in which technical services (ts) noted it looked as though the ra lead was not fully inserted into the device header. The rep noted the patient had a previous fainting spell where they passed out. The configuration was reprogrammed to unipolar and the ra impedance measurements were back within normal range. Noise was observed in this configuration. The noise was re-creatable in the clinic with crossed arms, indicating myopotential noise. The patient was not pacemaker dependent at that time. The physician is continuing to monitor. The lead remains in service. No additional adverse patient effects were reported. Additional information was receive that the ra lead was explanted due to physical lead body damage. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Manufacturer narrative:
If additional information is received this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, triggering a lead safety switch. Noise and oversensing were observed. A chest xray was performed in which technical services (ts) noted it looked as though the ra lead was not fully inserted into the device header. The rep noted the patient had a previous fainting spell where they passed out. The configuration was reprogrammed to unipolar and the ra impedance measurements were back within normal range. Noise was observed in this configuration. The noise was re-creatable in the clinic with crossed arms, indicating myopotential noise. The patient was not pacemaker dependent at that time. The physician is continuing to monitor. The lead remains in service. No additional adverse patient effects were reported. Additional information was receive that the ra lead was explanted due to physical lead body damage. No additional adverse patient effects were reported.